Manufacturer narrative:
The product was returned for an evaluation. The product identity was confirmed in the evaluation. A visual inspection of the product shows the product had been opened, but the screw was not returned with the package. Looking at the outer packaging of the screw, the label displays that the screw is 5mm. After opening the package and revealing the cartridge, it can be seen that the cartridge label displays 7mm. Therefore, the complaint is confirmed. The most likely cause was determined to be human error during the labeling process. The screw within the cartridge was measured with a micrometer and it was confirmed that the screw within the cartridge was 5mm. The device history records were reviewed in the evaluation and no non-conformances were found.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The complaint was confirmed via photograph. Review of device history records show the lot released with no recorded anomaly or deviation. It is reported one package was discarded. The distributor reported their inventory of this lot will be returned. (B)(4).

Event description:
It was reported that the product itself and outer package are labeled correctly as 2.0mm x 5mm, however the inner cartridge which holds the screws is etched 7mm. There were no adverse events reported.